Manufacturer narrative:
The act button on insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratches on reservoir tube threads.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 163 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.